Manufacturer narrative:
Concomitant product(s) : 3.2mm rnd hi speed bur 3pk (B)(4); no lot or date of manufacture: device discarded by customer; PMA 510k: exempt. (B)(4). In response to medtronic¿s request for device return, no devices were received for evaluation. This device is used for therapeutic purposes.

Event description:
It was reported that intraoperatively a 3.2mm round hi speed bur "doesn't start to turn" due to "no or little power" from an unknown medtronic drill, which resulted in "big friction and therefore overheating." This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.